Manufacturer narrative:
UDI_not_required-7. Legal manufacturer: (B)(4). Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The central processing unit was replaced proactively, and the unit was returned to service. No patient information provided.

Event description:
The hospital reported an unexpected reset error had occurred. There was no report of patient injury.